Event description:
It was reported that during a da vinci hysterectomy procedure, the tips were not aligned on a pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .090 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The electrical continuity test was performed and passed. Failure analysis concluded that the grip damage was likely due to mishandling. Failure analysis investigation also found the following damages, which were not reported: a frayed pitch cable was found at the distal clevis hub. There was no damage at the clevis. In addition, there were indentations at the outer and the inner edge of the distal pulley with visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of a frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.